Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2015 to report that the patient experienced a red and itchy skin reaction located underneath the sensor on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. On (B)(6) 2015, patient's wife called the doctor regarding the patient's skin reaction and was advised to contact dexcom. Patient uses triamcinolone cream 0.01% to treat the affected area. The cream was prescribed for an unrelated issue and date of prescription is unknown. There was no alleged device malfunction. Additional event information was not provided.